Event description:
It was reported that a hospital implant registration form was received indicating that the right ventricular lead was capped and replaced due to a broken probe or insulation. Further information was requested however was not provided. There were no patient consequences.